Event description:
Customer reported a malfunction on pump, which caused blood glucose levels to exceed 500 mg/dl with the specific value displayed as "high." Customer managed high blood glucose by administering a correction injection via multiple daily injections (mdi) without requiring third-party assistance. The customer reverted to an alternate method of insulin therapy.